Manufacturer narrative:
The field service engineer found that the torque on the reaction ring was lower than expected, and he increased the torque on the main gear and roller bases. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 8000 c702 module. Of the data provided, discrepant results were identified for 1 patient tested for urea. The initial urea result was <0.5mmol/l, and the repeat result was 7.2 mmol/l.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.